Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique (re-use of single use equipment) which resulted in peritonitis. The breach in aseptic technique was further described as reconnecting the apd tubing. On an unreported date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection of fortum, given for four days (dose, frequency and route of administration not reported), injection of amikacin 250 mg, "given from 8 days" (frequency and route of administration not reported) and injection of cefepime 1 gram, "given from 8 days" (frequency and route of administration not reported) for peritonitis. Antibiotic treatment was discontinued on an unknown date. Nineteen days after receipt of this report, pd catheter was removed. The following day hemodialysis was started. At the time of this report, the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.